Manufacturer narrative:
510k: this report is for an unknown connecting/coupling screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a suprapatellar tibial nail procedure. During the procedure, the connecting screw was difficult to disengage from the insertion handle when the case was done. It was found out that it was very challenging to get the wrench on the 8mm voltage screwdriver to disengage the connecting screw from the insertion handle. The second issue was the plastic protection sleeve became popped out of the blue handle when inserting the nail. The third issue was when reaming and trying to remove the reamer after the tibia had been reamed, the flexible reamer was stuck on the lip of the metal trocar that was inserted behind the patella, the handle that had the plastic part fall off while inserting the nail. There was a surgical delay of two (2) minutes. There was no patient consequence. The procedure was successfully completed. Concomitant devices reported: unknown wrench (part# unknown, lot# unknown, quantity: 1), unknown screwdriver (part# unknown, lot# unknown, quantity: 1), unknown tibial nail (part# unknown, lot# unknown, quantity: 1) unknown insertion handle (part# unknown, lot# unknown, quantity: 1) this report is for one (1) unknown - insertion instruments: connecting/coupling screw this is report 1 of 2 for (B)(4).